Manufacturer narrative:
Manufacturing site evaluation: samples received: 17 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are no units of this code batch in our stock. According to the customer, the received box contained some units that were empty, there was no needle-thread combination. This mistake was likely produced during the manual packaging step in the manufacturing line. All received samples were correct, with corresponding needle and thread inside. Considered an isolated case. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: we have opened a corrective action in order to avoid this kind of incidents happen in the future: (B)(4).

Event description:
Country of complaint: (B)(6). In some of the envelopes, there was no needle-thread-combination (empty package).